Event description:
It was learned via clinical affairs that a patient with an implanted aortic bioprosthetic valve suffered a neurological ischemic stroke 2 days after surgery. Report indicates the patient was weaned off sedatives x24 hrs., remains altered mental status not following commands, neuro-consult and testing. MRI done, resulted for ischemic stroke. No additional information was provided.

Manufacturer narrative:
The edwards' device remains implanted, as there has been no information to suggest a malfunction or quality deficiency that may have caused or contributed to this event. Ischemic stroke is a well-known complication associated with the surgical aortic valve replacement. No additional information was provided for this event, as the device remains implanted.